Event description:
Device 2 of 2; reference MFR report: 1627487-2019-04067. It was reported the patient¿s scs system was not providing adequate relief. As a result, the scs system was explanted on (B)(6) 2018.